Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while in the middle of a bolus and had delivered part of the bolus. Reportedly, there was a delay in clearing the altitude alarm. The customer's blood glucose (bg) level was 226 mg/dl. At the time tandem technical support was contacted, the customer's bg level had not yet lowered and the customer had administered an insulin syringe. No further information was provided.